Event description:
A surgeon reported that "air came out from infusion" (around the auto stopcock) when iop (intraocular pressure) was turned on during a procedure. The case was able to be completed without harm to the pt.

Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).